Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown). The caller did not know the previous dose and concentration information, but stated that the patient gets ¿90 doses.¿ the reason for use was non-malignant pain and chronic low back pain. It was reported that the patient had an appointment on the day of the call ((B)(6) 2018) to meet with a new managing physician. The healthcare professional (hcp) checked the pump and told her that the pump was empty, and they were not able to refill it on that day because they didn¿t have the medication to do so. The hcp warned the patient that she would be going into withdrawal so they prescribed patches for her to use in the meantime until she can get her pump filled. The caller did not believe that the hcp put saline into the pump for the time being, but was not sure. The caller reported that they had to drive two hours and would like hcp listings to see if there is someone closer who can manage the pump. The caller was provided hcp listings per the request. There were no symptoms reported.